Manufacturer narrative:
Part number# 316-75 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that "the cuff pressure had to be increased to 20 cm/h20 because the reading was 10 cm/h20. One hour later, the reading was 10 cm/h20 again." The caller reported this to be a cuff leak issue. The caller reported that extubation and reintubation of a replacement tube was required. The tube was replaced without incident.